Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient will revise scs lead to target the pain outside the targeted pain area while undergoing a surgery for an inoperable ipg (reference MFR report: 3006705815-2018-01110).

Event description:
Additional information received indicated x-rays were taken and indicated the lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.